Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) right atrial (ra) and right ventricular (rv) lead exhibited noise. The physician elected to continue monitoring. Subsequently, the patient presented to the emergency room two years later following inappropriate anti-tachycardia pacing (atp) and shock therapy for supraventricular tachycardia (svt) that resulted in exhaustion of tachycardia therapy. Review of stored device memory revealed continued noise on the atrial and shock channels, however, all other lead diagnostics were within normal limits. Non-invasive programmed stimulation (nips) was performed and a minimal amount of noise was observed on the rv lead following shock delivery. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.